Event description:
On the event date, the customer decided to use one of the flexipacs that she had been using for a cold compress, as a hot compress. The customer thawed the pack and read the instructions for using the pack as a hot compress. The pack was placed in the microwave for one minute and after 52 seconds the pack exploded. The customer received a skin burn to her fingers when she went to remove the pac from the microwave.

Manufacturer narrative:
The flexi-pac instructions state: place flexipac in microwave (or microwave safe container with pack completely covered with water). The device was not returned for evaluation. No root cause can be determined.